Manufacturer narrative:
The investigation found the calibration and qc data were within the acceptable range. The alarm trace contained several abnormal signal low and sample pipetting alarms. The field service engineer replaced the pinch valves and performed preventative maintenance. Based on the available information a clear root cause cannot be identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft4 iii result for one patient sample with the cobas e 801 module. The initial result was >100 pmol/l. The repeated result was 9.95 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 52070101 with an expiration date of 31-jan-2022.